Manufacturer narrative:
Complaint no: (B)(4). The device was being used with a non-baxter pump and a 16 to 18 gauge catheter. There was no patient injury or medical intervention associated with this event. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access secondary IV set was involved in a no flow incident. This occurred during patient infusion of an unknown medication. The reporter stated that the priming tubing needed to be clamped in order for the medication to flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.